Event description:
It was stated that the customer was hospitalized for blood glucose levels above 500 mg/dl and a stroke. The customer was experiencing a migraine, then fell. The customer was unable to get back up, and her husband took her to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.